Manufacturer narrative:
The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. All boluses were delivered and properly recorded in bolus history. No bolus delivery anomaly noted. The insulin pump functioned properly. The insulin pump received with cracked reservoir tube lip. The insulin pump passed the displacement accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2017 with blood glucose of 413 mg/dl. Customer had symptom of high blood glucose; customer had nausea and was sick to the stomach. Customer was hospitalized due to high blood glucose. Customer was treated with insulin drip. Customer was wearing insulin pump at the time of hospitalization. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. The device settings were correct. Customer called back after receipt of tubing clamp and insulin pump passed the high pressure test. Insulin pump would be replaced due to customer's request as customer reported that a day's worth of data was not recorded.